Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the fuse was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to false and defective material. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event it was reported from (B)(6) that before surgery, it was observed that two battery devices were not working. It was reported there was no delay to the planned surgical procedure. It was not reported whether spare devices were available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. There was no impact on patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.